Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited high pacing impedance measurements on the right ventricular (rv) channel. A lead fracture was suspected; however, it was not confirmed. A revision procedure was performed and this lead and the associated device were removed from service and replaced. No additional adverse patient effects were reported.